Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in three segments, the terminal segment approximately 9 cm, and two middle segments with excessive damage during explant, the tip section was missing. . X ray analysis showed the crimp sleeve appeared normal. Continuity testing on returned terminal segment passed, indicating conductors were intact. Two middle segments x-ray showed no conductor issues other than induced damage at explant. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances over 2000 ohms and high pacing thresholds caused by suspected fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances over 2000 ohms and high pacing thresholds caused by suspected fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.